Event description:
It was reported to gore that on (B)(6) 2025, this patient underwent an endovascular abdominal aortic repair "[evar]" with a gore® excluder® conformable aaa endoprosthesis device (cxt231412e serial number: (B)(6) in another hospital at (B)(6). There was no endoleak reported at the time, the procedure was completed successfully. On (B)(6) 2026, a patient underwent in another hospital a reintervention to treat an endoleak type ia proximally to the trunk in a short aortic neck of approximately 5 mm, also an aorto-duodenal erosion/fistula was diagnosed. The physician stated that the reintervention was completed successfully and a gore® excluder® aaa endoprosthesis device - aortic extender (pla280300, sn: (B)(6) was implanted proximal to the trunk. The patient tolerated the procedure, is clinically stable. On (B)(6) 2026, a pre-procedure computerized tomography angiography (cta) was revealing a type ia endoleak associated with a maximum aortic diameter of less than 60 mm. At the time of the initial evaluation, the patient exhibited fever and an elevated c reactive protein (crp) level, indicating a significant inflammatory response. Given these findings, a superinfection of the implanted cxt device was considered. The patient¿s cardiac performance was markedly poor, limiting the therapeutic options. A proximal aortic extender cuff was initially evaluated as the only feasible solution for the type ia endoleak, despite the potential risk of treating a possibly infected endoprosthesis. Also, the patient had hemorrhagic shock abruptly onset and immediately a cta was performed. It was decided then to treat on (B)(6) 2026 as the maximum diameter in the abdominal aorta suddenly increased to 90 mm to prevent a rupture. During the reintervention on (B)(6) 2026, the physician decided to perform a reconstruction with a focal femoral endarterectomy with patch-plasty. The transposition of the superficial femoral artery onto the profunda femoris artery was completed. The reconstruction of the femoral segment was reportedly excellent and required due to the patient¿s history of multiple percutaneous transluminal coronary angioplasties. One week later, a postoperative cta was performed confirmed persistent and complete exclusion of the endoleak. The reconstruction of the femoral segment was successful. The patient has no fever (afebrile), is clinical stable, and with an acceptable blood panel. Currently, the patient is stable but the physician is not planning a total explant of the devices as the survival chance of such surgery is low. The physician is not sure what was the reason for an undetected endoleak. The physician stated that the excluder cxt device is not responsible of this complication and the endoleak type ia finding is responsible for the sac enlargement. Reportedly, it was stated it could be because of the anatomy of the abdominal aorta, it was not a favorable treated lesion for a durable result, but this was a decision of the operating surgeon at the index procedure. On (B)(6) 2026, it was stated there was no presence of a endoleak type ia at the index procedure, no complication was noted at the time and the index procedure was completed successfully. On (B)(6) 2026, the reintervention physician stated that this region of the endoleak type ia was at the duodenum. The patient is doing fine and is monitored further. No new measurements available for the sac diameter size.

Manufacturer narrative:
H6: the device remains implanted; therefore, a product evaluation cannot be performed. Ongoing communication with the professor and the gore field service associate to gather further details. No preliminary results are available yet. The investigation is ongoing, no conclusions yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.